Manufacturer narrative:
D9: date returned to mfg.: 12/15/2023. One device was received. Per visual inspection, ¿everything¿ was outdated. The device was set up and turned on and the pump/motor is very loud due to a faulty pump. The complaint was confirmed/duplicated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
E2 - incorrect due to system limitations. E2 correct response: no - initial reporter title is unknown; unknown if health professional. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the motor is loud. Patient involvement is unknown.